Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be completed once the investigation results are available.

Event description:
Customer reported that she "fainted because of the meter having a blank screen and she could not test". Customer reported that she "got dizzy and fell and bumped her head lightly." Customer self treated with 1/2 glass of orange juice. There was no report of death or permanent impairment.